Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the bridge board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The bridge board was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the bridge board. Analysis for reports of this type has not identified an increase in trend.